Manufacturer narrative:
The customer declined to return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured in weight as the customer's weight was not provided. The model was not provided.

Event description:
The customer from germany reported that his blood glucose reading was incorrectly displayed in the memory of the contour next one meter. For instance, the reading of 116 mg/dl obtained by the customer was later displayed as 174 mg/dl in the meter's memory. There was no allegation of an adverse event. The customer declined to return the device for evaluation. A replacement meter kit was sent to the customer.